Event description:
During routine preventive maintenance the customer's biomedical technician discovered that the audible alarm did not sound as specified during the power on test. The device was not in patient use and there was no reported patient harm. A field technician performed an on-stie repair the keypad to correct the problem. The keypad assembly was returned to the manufacturer for additional investigation. It was determined that the speaker wire had creating an open condition resulting in alarm failure.